Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: the pump history shows prior to the event the pump was manually suspended on 02/10/2015 at 19:15 and manually resumed at 20:01. Pump was exercised for 24hr; no eaw¿s occurred during this time. The total daily doses correctly reflect the users programmed basal and bolus deliveries. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. When the device is returned and evaluated a report will be filed. No conclusion can be made at this time.